Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement test and the dat test at 0.08730 inches. No critical pump error noted during testing.the device had cracked case at battery tube side and cracked case at the corner of the belt clip rail. During visual inspection, the electronic assembly, motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical error. The blood glucose at the time of the incident was 130 mg/dl. The device will be returned for analysis.